Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes had loose closures and leaked during transport. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 12-nov-2025 investigation summary bd received 10 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for stopper creep out/loose stopper was observed. Additionally, the customer samples along with 5 retention samples from bd inventory, were functionally evaluated and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creep out/loose stopper based on the photo review. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes had loose closures and leaked during transport. There was no health impact or consequences reported.